Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger was not charging. When seated on the charging dock the battery light only flickers up and down green but the charger is not actually charging. Patient services reviewed recharger reset and it was not responsive. The caller confirmed the micro usb cable was plugged into the charging dock and green ac light appeared. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement. There were no patient complications reported as a result of this event. Patient support made outbound call to patient to inquire if replacement resolved the issue. Pt confirmed recharger/dock replacement resolved the reported issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3 analysis of the returned recharger revealed the firmware was corrupted and bench test fail trs800003_read_fw_ver stringparse, the search string ["versionnumbermain":"] was not found. Review measured current levels for trs800001.4 and trs800001.5,confirm the current levels are about 30ma, and the battery leds are constantly scrolling. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.